Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not rebooting and stuck on reboot screen. The technical support specialist (tss) dialed into station for database shrink, station was flagged for maintenance issue, completed the steps in knowledge article return does not go to expected device to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to reboot and became stuck on the reboot screen. However, there were no delays or adverse events or injuries reported based on this event.